Event description:
Boston scientific received information that this product was part of a system revision due to infection. The physician had programmed the device as ventricle-ventricle-inhibited to see how much the patient uses the device before extracting the system and was seeing pacing readings instead of sensing readings. Upon turning off the bi-value, the physician was able to see the sensing readings and continue on with assessing the situation. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.